Manufacturer narrative:
The investigation of vascular damage - peripheral vessel and access site bleeding has been completed. The impella device was not returned for evaluation. The cause of access site bleeding was low patient activated clotting time (act) values. Due to the lack of clinical details provided regarding the vascular damage - peripheral vessels, the root cause cannot be determined.

Event description:
The complainant reported a 73-year-old male patient in an acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. During impella 5.5 support, the patient developed a hematoma at the right axillary insertion site that was noted in the intentive care unit the day after placement. Hematoma is stable. Heparin was held. The patient received one unit of packed red blood cells due to a gastrointestinal bleed after it was discovered that the blood loss was separate from the hematoma. Care was ultimately withdrawn. Medical safety review of the event noted that the use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.